Event description:
A pt was taken to cath lab for a cardiac catheterization. During the procedure, air was injected instead of dye. The pt had a transient episode in which their heart rate dropped and they had some neurologic symptoms. Their heart rate returned to normal very quickly and the neurologic symptoms resolved without intervention. The pt was discharged after a neurology consultation. There were some human factros that contributed to this event and the staff in the catheterization lab is developing a new standard operating procedure to prevent another event of this type from occurring. However, in the course of investigating this event, it was noted that the power injector, which is 15 years old, injects dye during the procedure but has no safety features and probably contributed to this event. When the catheterization lab staff was demonstrating the unit for the risk manager, the following deficiencies were noted: 1-a staff member was able to freely manipulate the gauge that is designed to indicate the amount of dye in the syringe even though there was no syringe loaded in the injector at the time. 2- there were no air indicators anywhere on the existing machine. 3- the syringes used for this machine are opaque and the dye is clear. It is very difficult to visually assess if a syringe contains air or dye. 4- the power injector is deployed remotely from the control room. The control room indicator stated, "all air expelled", which was not accurate info.